Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device exhibited with a skin infection. The device was not impacted as it had been implanted in a sub pectoral location however the location of the infection was reported around the site of a previous device. Surgical intervention was performed to removed the effected infected skin. To date, no system changes have been required.